Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that there was an issue with the mobile power unit (mpu). There were no patient consequences as a result of the event. The ac power cord did not come loose at the wall outlet or back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event. A mpu exchange was requested and remained in use until replacement would be received.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) not functioning as intended was unable to be confirmed. The mpu was not returned for analysis. Log files were reviewed and showed no notable events or alarms. No indication of an issue with the mpu not functioning as intended was captured. Provided information indicated that the mpu was not in use when it began alarming, that there were no patient consequences due to use of the mpu, the mpu had a v-lock connector, that the ac power cord did not come loose from the unit or the wall, and that no environmental circumstances affected ac power at the time of the event. It was also reported that no lights, including the yellow wrench, illuminated during the reported event. The root cause for the reported event was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
G4: PMA code corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later reported that the mpu started beeping unexpectedly when it was not in use (he was just in the room and observed). The power did not go out and it was not unplugged or being touched at all. The beeping stopped after several seconds on its own. No lights were on the mpu, including the wrench.